Event description:
It was reported that a spectrum pump had an inoperable keypad and the #6 key did not work. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunctioning keypad, which was reproduced. The following keys were inoperable: #5, #6, #7, #8 and #9. When any of the remaining functional keys are pressed an automatic output of the #6 key will occur following the selected key's function. When the #1 key is pressed, 16 will be displayed. Alphabetically, when the "abc" key is pressed, ap will be displayed interfering with mdl drug searching opportunities. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.